Manufacturer narrative:
Physio-control continues to investigate the reported event.

Event description:
The customer reported that the device fails to display ECG using either pt cable leads or the paddles lead. There was no report of pt use associated with the reported event.